Event description:
On 10/30/2007, the patient reported that while priming his infusion tubing, insulin leaked from the "disconnect" end of the tubing. He stated that upon further investigation of the leak, he noticed a "slit" where the cannula meets the infusion tubing. The patient stated, that he found 6 additional infusion sets from the same box with the same issue. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.